Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, chest discomfort and shortness of breath occurred. A 2.25x24mm taxus express2 atom drug eluting stent and two non-bsc stents were deployed in an unknown vessel. The patient is experiencing chest discomfort at night when in lying position, and intermittent shortness of breath since stents were implanted. He also states that his heart pumps so well that he can hear the beats. It was further reported by the physician that he believes this is anxiety as echo reveals normal left ventricular ejection fraction. The patient also has recently started 'hd' and believes symptoms may be related to 'hd'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information for that review, a supplemental medwatch will be filed.